Manufacturer narrative:
Eval code - conclusion code ¿ 22 is being updated to 92 for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient had an infection around his pump and he just got home from the hospital. It was noted they took it out, cleaned it, and sent the patient home with an intravenous (IV), and ¿it was still working.¿ the event date was in 2017 (asked/unknown). The patient did not know when the event date was as the incision was red almost the whole time since he received the pump on (B)(6) 2017. As soon as the patient took the bandage off it was beet red and it got a little better, then he went to the surgeon, after taking oral antibiotics, and he said they had to go in there and clean it out. It was noted prior to going in the hospital he was at 0.6 and now he was at 0.4 ml. And they lowered it because they could not refill the pump until the infection was gone. No further complications were reported/anticipated or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer via a manufacturer's representative regarding a patient who was receiving morphine [5 mg/ml] at a dose of 0.59 mg/day via an implantable pump for non-malignant pain. It was reported that according to the patient, the incision from the initial implant became infected and the implanting physician took the patient back into surgery to clean the wound last wednesday (B)(6) 2017. It was stated that any environmental/external/patient factors that may have led or contributed to the issue were ¿n/a.¿ it was indicated that the manufacturer's representative was asked by the managing hcp on (B)(6) 2017 (at which time the manufacturer's representative became aware of the event) to go and turn down the patient¿s pump in order to extend the time until the next refill so the wound would have time to heal before refilling the pump. It was noted that the patient was doing well when the manufacturer's representative updated the pump and that the patient was going to be released to go home. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.